Event description:
Reporting status: serious injury/medical intervention, permanent damage. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007. Predilatation was performed prior to stenting. Two xience v stents were placed in the rca, one mid rca and one proximal rca. One xience v stent was placed in the proximal lad. No procedural complications were noted. In 2009, the pt was experiencing chest pain class iii, a diagnostic coronary angiography was performed and a non q-wave mi was determined to have occurred. Revascularization took place on the proximal lad with the placement of another xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Angina, mi, and stenosis, as noted in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no reported product malfunction, there does not appear to be any indications of stent delivery system (sds) quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of product quality deficiency.